Event description:
Md was using the clip, but it cut the artery instead of clipping it. A different clip (gold gem) was used to repair the cut artery. Management was notified. Other clips with that lot number were isolated.